Event description:
When a fallopian tube occlusion clip was placed and closed over the tube, the applicator would not release the clip and tube. The applicator was disassembled to allow the clip to be freed. No pt problems were reported and the procedure was completed without further incident.